Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance and high capture threshold on the right ventricular (rv) lead and high capture threshold on the left bundle branch area pacing (lbbap) lead. During lead revision it was noted that the lbbap lead was dislodged. The physician elected to explant the rv lead and lbbap lead. The patient condition was stable before, during, and after.